Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It has been reported that the patient has malocclusion, pain, and dysfunction after bilateral tmj reconstruction 2 years ago.

Event description:
No new information.

Manufacturer narrative:
Additional information: d4, h4, h6. The reported malocclusion could be confirmed as patient scans were provided for the planning of new devices. The patient received bilateral tmj implants in (B)(6) 2022, and due to ongoing malocclusion, pain, and dysfunction, a revision case was opened in (B)(6) 2024, with new mandibular implants placed in (B)(6) 2025 while the original fossa components remained. Despite the surgeon providing limited follow-up information, a stryker clinical research manager noted a slight misalignment in the lefort procedure as the likely cause of the symptoms, not the tmj implants themselves, which were confirmed to be manufactured according to specifications with no deviations found. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.